Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to recurring issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. Error 32097 found in logs and root cause points to maxis error occurred, reported by axes controller, motor (acm) in usm4.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, universal surgical manipulator (usm4) had moved on its own during a procedure. Technical support engineer (tse) first provided context that a head being in the console while hands were not on the master controls could have replicated the behavior. Tse then reviewed logs and found error 23075 from an earlier time, which could have potentially induced the reported issue. The procedure was completed with no reported injury.